Event description:
It was reported that 12 samples from different patients collected in the bd bactec¿ plus aerobic/f culture vials (plastic) showed false positive results of acinetobacter baumanii on the biofire. Confirmatory testing was performed with gram stains that showed negative results, and culture growth was unable to be achieved. Erroneous results were not reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports they are getting a result of acinetobacter baumanii coming up as positive on their biofire with 442023 bottles lot 1175566". "Customer reports biofire calling bactec 442023 bottles positive for acinetobacter calcoaceticus but they are not able to grow in culture or see it on gram stain.". "Customer reporting their 442023 bottles, lot 1175566, are resulting as positive on their biofire when running bcid panels. Customer state they have not seen the organism on gram stains and it has not grown in culture. Customer has 12 bottles so far that are positive for the organism on biofire. The acinetobacter has not been reported out for any of the patients as it was not seen on any of the gram stains.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention and returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention and returned good samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter bd-43184. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 samples from different patients collected in the bd bactec¿ plus aerobic/f culture vials (plastic) showed false positive results of acinetobacter baumanii on the biofire. Confirmatory testing was performed with gram stains that showed negative results, and culture growth was unable to be achieved. Erroneous results were not reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports they are getting a result of acinetobacter baumanii coming up as positive on their biofire with 442023 bottles lot 1175566". "Customer reports biofire calling bactec 442023 bottles positive for acinetobacter calcoaceticus but they are not able to grow in culture or see it on gram stain." "Customer reporting their 442023 bottles, lot 1175566, are resulting as positive on their biofire when running bcid panels. Customer state they have not seen the organism on gram stains and it has not grown in culture. Customer has 12 bottles so far that are positive for the organism on biofire. The acinetobacter has not been reported out for any of the patients as it was not seen on any of the gram stains."